Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, saturated. Cabinet full of sieve. Complaint of "alarms are not working " was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, saturated. Cabinet full of sieve. The dealer is stating that the on off switches being replaced on the concentrators. The dealer stated the alarms are not working and he is concerned that the patients would not know to use their tanks.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer is stating that the on off switchis being replaced on the concentrators. The dealer stated the alarms are not working and he is concerned that the patients would not know to use their tanks.